Event description:
A malfunction alarm occurred, but there was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. Technical support assisted the customer by providing pump reset information and helped reset the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact technical support if any issues reoccur.